Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse called technical services to report that a patient experienced a fluid leak during treatment. Patient was advised to discontinue use of the cycler. The patient will perform treatments with continuous ambulatory peritoneal dialysis. The patient resumed treatment on the replacement cycler. Follow up with the peritoneal dialysis nurse confirmed that the patient did not experience any complications as a result of the alleged event.

Event description:
"."

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A DHR review found no related issue. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.